Manufacturer narrative:
The device was returned for investigation. The problem was determined to be with the wireless board having a weak connection to the network. A loaner device was sent to the customer. The eli 380 is intended to be a high-performance, multichannel resting electrocardiograph. As a resting electrocardiograph, the eli 380 simultaneously acquires data from each lead. Once the data is acquired, it can be analyzed, reviewed, stored, printed or transmitted. It is a device primarily intended for use in hospitals but may be used in medical clinics and offices of any size. Although there was no adverse event reported, if the connection were to drop during patient monitoring it could lead to serious injury or death.

Event description:
Customer reported the eli380 device has constant network issues where the connectivity will fully drop and then come back after maybe 15 minutes. There was no adverse event reported.